Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6) 2011, revealed that the patient had undergone inpatient video eeg monitoring in 2010, as part of a pre-surgical workup given that over the past year her seizure frequency had been increasing and three seizures were captured. The (B)(6) 2011, clinic notes however state that since the patient's last visit with on (B)(6) 2011, the patient has not had any additional seizures. Her most recent seizure occurred in the early part of (B)(6) 2011. The battery was reported to be working well and system diagnostics revealed no issues. Clinic notes dated (B)(6) 2012, state that since the patient's last visit on (B)(6) 2011, she has done quite well overall, but did have a generalized tonic-clonic seizure in (B)(6) 2012 and a complex partial seizure in (B)(6) 2012. Systems diagnostics revealed that the battery is near end of service and the physician stated that this could be the reason for the recent seizures. The clinic notes give no indication that these two seizures were an increase in seizure frequency for the patient. A battery life calculation was performed which showed that the time until the elective replacement indicator flags as yes is negative. Attempts for additional information were made but no further information was received from the physician.

Manufacturer narrative:
.